Event description:
Customer states that she had an accidental needle stick from exposed needles in the multiclix lancet drum. Customer removed drum from packaging and pushed on the white part of the drum to insert it into the device. When pushing the drum, the customer's finger was punctured by all six lancets protruding from the end of the drum. Customer did not require medical treatment. Customer was able to place end cap on the device. Device would not prime or advance to the next lancet. Customer removed the drum and replaced with a properly seated new drum. Device would not prime or fire. No other drums from the package appeared to have protruding lancets. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.